Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received upon further follow-up with the customer doctor: a total of 6 patients that had surgery on the same day (nov 13th) experienced increased post-operative iops ranging from 45 to 60mmhg detected on the 1st post-operative day. The doctor stated that she is a glaucoma specialist but these 6 patients had no confounding factors and had no significant past ocular history. The patients were managed with anti-glaucoma meds (unspecified), oral diamox, and anterior chamber tap as needed. The surgeon was a healon gv user and stated that she was told that there is no difference between the healon gv and healon gv pro. The surgeon also stated that the healon gv pro took longer and was more difficult to remove from the anterior chamber than the healon gv. Surgeon described her preferred technique of rocking the iol instead of going behind the iol, and for healon gv pro, it appears that one has to really go behind the iol, which adds more risk. She said that being a glaucoma surgeon she is very well versed and aware of the risks of leaving ophthalmic viscosurgical device (ovd) in the eye, hence states she is very careful in removing it. Conclusion code 4316 is provided as complaint is related to a field action. This complaint is part of the recall report number 2020664-12/02/19-001-r: johnson & johnson surgical vision (jjsv) issued a voluntary recall on november 22, 2019. It has been reported customers have described healon gv pro as behaving differently than the legacy healon gv, especially in regard to the techniques required to remove the product from the eye. An increase of intra-ocular pressure (iop) is reported if there are small amounts of healon gv pro remaining behind the operative eye. This voluntary recall is being initiated due to received reports of healon gv pro being difficult to remove from the eye, leading to increased post-operative iop requiring additional intervention. Potential clogging of phacoemulsification equipment tubing has also been reported, which may lead to delay in the procedure or ocular injury. There are twenty-one affected lot numbers. The recall notification letter has been sent to all customers instructing them to return the units of healon gv pro from the twenty-one (21) affected lots. Johnson & johnson surgical vision has initiated a corrective and preventative actions (CAPA) to investigate and address the issue. Action items generated from the CAPA will be submitted in the future interim report(s) as part of the recall process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable; healon is not an implanted device. If explanted, give date: not applicable; healon is not an implanted device. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was increased intraocular pressure (iop) postop day 1 for six patients. All were male patients, age range from 70 to 79 years. Additional information was received, and it was learnt that apart from pain, there was significant corneal edema with reduced vision. One patient had a fixed mid-dilated pupil, vision at pl (perception of light) and surgeon redid an anterior chamber tap for this patient and the vision improved to 20/250. There is a good edema of cornea, which may explain his vision. No further information provided. This report represents the first of the six patients.